Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Despite several troubleshooting steps, the screen did not turn on, so technical support decided to replace the pump. Meanwhile, the customer reverted to multiple daily injections (mdi) to ensure insulin delivery was not interrupted. Technical support provided instructions for returning the faulty pump and sent out a replacement pump.